Event description:
It was reported that a patient developed swelling of the lips and pain and peeling of the oral mucosa after a procedure was performed using prophy-jet powder. The patient was treated with "chlorhexamed with fluoride" rinse.

Manufacturer narrative:
The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.